Event description:
A healthcare professional reported that knives were noted to be dull prior to surgery. Additional information has been requested. Additional information received confirmed that alternate knives were obtained to begin and complete the surgery. There was no impact to any patient. This report reflects one of two lot numbers for this reported event.

Manufacturer narrative:
A sample has been received that has not yet been evaluated by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none is expected. (B)(4).

Manufacturer narrative:
One sample was received in an opened blister package. The sample was examined per facility procedure and was observed to have damaged cutting edges. Penetration and sharpness testing could not be performed due to the damage of the returned sample. The final customer lot was identified. Two component knife lots were used to make up the customer's identified lot. A device history record review was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on the device history record reviews. A complaint history examination indicates that one additional complaint was associated with the identified lot. How the returned blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. A group from the manufacturer's manufacturing facility met with the customer in (B)(6) 2014 to review and discuss some of the customer's concerns and to share additional information such as suggested handling tips. (B)(4).